Manufacturer narrative:
The accounts maintenance changed the head/low up and down valves and the trend valve but the head hi/low continued to drift. The account replaced the hydraulic manifold to repair the bed.

Event description:
The account alleged the hi/low was drifting down slowly. It may take 30 mins or so.